Event description:
It was reported that the patient was experiencing discomfort and ineffective treatment. During an implant procedure, the physician observed that the previously implanted superion indirect decompression spacer (spacer) had migrated. The physician attempted to reposition the migrated spacer but was unsuccessful so the spacer was explanted and the implant procedure was aborted.